Event description:
It was reported that the patient was experiencing extended and frequent ipg charging time. It was also reported that the patient was experiencing difficulty charging some times. The patient underwent an ipg swap procedure wherein the patients rechargeable battery was replaced with a non rechargeable battery. The patient was doing well postoperatively. The explanted product will be returned.